Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2012. During the threshold tests and sensing tests performed that day (using two different programmers), no markers were available on the screen, although the tests were active and working. Normal pacemaker operation was observed apart from that.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.